Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky. The customer¿s blood unknown. The customer also reported that the battery life diminished, rejected new batteries, rewind was louder, scratches on the display and battery cap worn. The device will not be returned for analysis.